Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a ladg procedure, the first firing for duodenum resection and the second firing for stomach resection were completed with no problem. For the third firing for stomach resection, they connected reload to the adapter, the surgeon inserted the device to the trocar, articulated the jaws, then pushed the every button, however the device did not react since then. The surgeon remembered the status indicators were illuminated blue, however did not remember if the other indicators were flashed green or not. The battery was re-inserted and the jaws were returned to the straight position, then removed the device from the trocar. They replaced with a new handle and a new cartridge, and the procedure was completed.